Manufacturer narrative:
One ev1000 platform system was received for product evaluation. The panel and the databox were booted up and they connected without any issue observed. The panel ran in the clearsight demo mode for three hours and there were no issues found. The panel display screen never froze during testing. The touchscreen remained functional with no issues noted. There was no defect found with the ev1000 platform system. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There is no evidence or indication of a manufacturing defect being responsible for the reported event. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. In this instance, the event occurred during a training session so there was no patient involved or at risk. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The device history record has not yet been completed. Upon return of the product, a supplemental report will be submitted with the evaluation findings and upon completion the DHR findings will be reported.

Event description:
It was reported that an ev1000 panel screen froze on the trending/patient parameter display screen. This occurred during an educational training session by an edwards representative for medical students. The panel was rebooted and it continued to work normally. There was no patient involvement.